Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 555 mg/dl. Reportedly, the cause was unknown. The customer went to the emergency room (ER) where intravenous fluids and 8 units of insulin were administered to address the high bg, along with a blood tests. The customer left the ER with bg of approximately 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.